Event description:
Information received by medtronic indicated a high blood glucose 30mmol/l. Customer stated that there were pump alert, the customer was assisted with troubleshooting and they were able to successfully clear the alert. The customer discontinue use of the device. Requested for product return.

Manufacturer narrative:
(B)(4). On the event date (B)(6) 2021. Customer returned pump for an alleged motor error alarm. Insulin pump passed the an error test, displacement test, seat, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm during testing. Insulin pump history download using thds was successful. However, an alarms found on the history file which caused corrupted data. Unable to confirm the reported event date, time and whether alarm occurred during basal & bolus due to the corrupted data. An alarms are due to the pump not having power for a long period of time. Unable to verify motor error alarm due to corrupted history file. Insulin pump was cut/open and inspected no moisture damage or component damage found inside the pump. Test reservoir lock properly inside the reservoir tube. Motor passed motor test. No motor error alarm. The following were noted during visual inspection: missing endcap sticker. Insulin pump passed required testing. Not confirmed motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.